Event description:
The customer reported that during the ablation procedure, the water was not circulating properly leading to heating of the needle. The needle was changed for another to complete the procedure resulting in a 1 hour extension of the procedure time.

Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed water would not circulate. A piece of fiber was found in the tip of the hypotube/thermocouple assembly. There is nothing in the manufacturing process that would contribute to fibers.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.